Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right atrial (ra) lead exhibited a rise in pacing threshold measurements as well as pacing impedance measurements. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.